Manufacturer narrative:
Continuation of d10: 459888 lead implanted(B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). It was further reported that the right atrial (ra) lead and rv lead exhibited oversensing on stored episodes resulting in non-physiologic intervals/electromagnetic interference. It was noted that the oversensing may have caused shocks, inhibition of pacing and rates below the programmed lower rate. It was noted that the patient was swimming in a pool when they were shocked. It was further reported that the left ventricular (lv) lead exhibited a high capture threshold. The cardiac resynchronization therapy defibrillator (crt-d), rv lead, ra lead, and lv lead remain in use. No patient complications have been reported as a result of this event.